Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - after an implantation time of about 10 months, the patient's beta blocker dosage was increased in response to inappropriate shocks due to atrial undersensing. Other than the appropriate shocks, there were no adverse patient effects reported and all information indicates that this lead is still in use.